Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces and no button error alarms. The device was received with cracked case at the display window corners and minor scratches on the lcd window.

Event description:
Customer's son reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 97 mg/dl. Troubleshooting for keypad anomaly was performed. Customer was trying to adjust their basal rates when the button error occurred. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.